Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device; however, there was no damage noted to the guide wire. There was no glue on the guide wire and in tyvek pouch noted as reported. The guide wire was returned loose inside the pouch and was removed without resistance noted. Additional information received from the site confirmed that the correct device had been returned. The reported difficulties were not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet completed. A follow up report will be submitted with all relevant information.

Event description:
It was reported that while attempting to unpackage a hi-torque (ht) versacore mod j 145 cm guide wire, the guide wire was unable to be removed from its paper wrapper (inner tyvek pouch packaging) as the guide wire was reportedly glued to, or stuck to, the paper wrapper (tyvek pouch) inside of the sterile field. Prior to opening, the inner pouch seal was confirmed to remain sealed (uncompromised). The device was not completely unpackaged and was not used in the patient. Another ht versacore was unpackaged without issue and was used in completing the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.